Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
On (B)(6) 2013, the patient reported that on (B)(6) 2013 his blood glucose level had been hi and was not responding to his boluses. The following day, at 7:00am, he called for emt's because, his blood glucose level was still hi and he was having chest pains. Emt's also measured his blood glucose level as hi. The patient was taken to the hospital via ambulance. He was given an IV of insulin. Around 6:00-7:30 his blood glucose level returned to its normal range of 150-160 mg/dl. On (B)(6) 2013, the patient was released from the hospital. The patient was diagnosed as having had a mild heart attack. He experienced dehydration, diarrhea, and vomiting while at the hospital. He stated that the doctors think the heart attack was caused by his elevated blood glucose level and his age. The patient thinks an issue with the cannula caused the elevated blood glucose levels, possibly that the cannula was bent. He discarded the infusion set. Therefore, no product is available to be requested to be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.